Event description:
It was reported that insulation abrasion was found between the two coils. The coils were found outside the lead body. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.